Manufacturer narrative:
According to the customer, there have been multiple incidents of the circuit "cracking" during use. The customer reported that the circuit tubing was changed when the issue was identified, and there was no impact to the patient or procedure. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there have been multiple incidents of the circuit "cracking" during use.